Event description:
It was reported that the patients ipg incision site was still open. The patient is at the hospital and will undergo an explant procedure.

Manufacturer narrative:
Exact date unknown, event occurred late (B)(6) 2022.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7078313.

Event description:
It was reported that the patients ipg incision site was still open. The patient is at the hospital and will undergo an explant procedure. Additional information was received that the patient had an infection and underwent a spinal cord stimulator (scs) system explant procedure. The infection was not device or procedure related and the cause was unknown. The patient was placed on antibiotics and was doing well post-operatively. The explanted ipg and lead were not returned as they were discarded by the medical facility.